Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to a blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found that the battery tube power connector was not connected properly to j7/pcb1. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Connected the power connector, continued currents testing and download of history files and traces using thump. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for several hours and no blank display noted. Blank display was confirmed due to battery tube power connector not connected properly to j7/pcb 1. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: 12/16/2023 01:29:03.000 pump error 23 alarm was recorded and found in the formatted history file on: 12/16/2023 01:40:04.000 power loss alarm was recorded and found in the formatted history file on: 12/16/2023 01:40:20.000, 12/16/2023 01:40:28.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Please see below for pump errors/alarms noted 1 week prior to the event date 16-dec-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 12/10/2023 23:43:00.000, 12/15/2023 00:26:00.000, 12/15/2023 01:18:00.000, 12/15/2023 03:18:00.000, 12/15/2023 04:33:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 12/15/2023 11:12:31.000, 12/15/2023 12:17:31.000, 12/15/2023 19:12:31.000, 12/15/2023 19:42:32.000, 12/15/2023 20:17:32.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to perform the required testing, download history files and traces using thump were confirmed due to blank display. Blank display was confirmed due to battery tube power connector not connected properly to j7/pcb 1. Connected the power connector, continued currents testing and download of history files and traces using thump. The pump was monitored for several hours and no blank display noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported blank display. The customer tried using a new battery and issue was not resolved. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The pump will be returned for analysis.